Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Investigation conclusion: reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions).

Event description:
It was reported that the patient was hospitalized due to ineffective therapy. The physician requested technical services (ts) review of device data to confirm device operation. Review indicated that this patient's ventricular rhythm accelerated arrhythmia into ventricular fibrillation (vf). A second shock was applied but ineffective. There were two additional shocks delivered but unable to convert the rhythm. Finally another shock was delivered and diverted vf into bi-ventricular pacing rhythm. The impedance appears to be in range. Ts recommended troubleshooting options. Additional information was received, stating that a chest x-ray and additional testing were performed, the physician suspected the clinical observation was due to the right ventricular (rv) lead being close to another implanted/capped rv lead. The patient underwent surgical intervention and the rv lead was capped/abandoned. Another rv lead was successful replaced. No additional adverse patient effects were reported.